Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that during a visit of (B)(6) 2025, a small area in the middle of the incision opened but scabbed over. It was noted that the incision had previously been completely healed during a visit on "(B)(6) 2025" but not it was opened again. Antibiotics started and the patient was referred to a wound care physician. During a visit of (B)(6) 2025, the infusion was reduced for explant. On (B)(6) 2025, the patient was admitted to the hospital and explant of the entire system was done on (B)(6) 2025. It was noted that the patient had poor nutritional status and was a smoker which may be the reason for poor wound healing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the issue was resolved.